Manufacturer narrative:
This report is submitted on july 13, 2021.

Event description:
Per the clinic, the patient experienced swelling at the implant site, and was placed under a general anesthetic on (B)(6) 2021, for an exploratory surgery. After opening the site, it was discovered the sterile silicone implant template, from the initial implantation surgery, had been left under the skin. The template was removed. The implanted device remains.